Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force sensor functionality test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material in the tip of the device. Further examination under microscopic imaging was performed and a separation between pebax and electrode section was found, and the reddish material inside it. The device was connected to the carto 3 system, and it was recognized and visualized correctly; however, error 106 was displayed on the screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and an open circuit on the tip was identified. In addition, further investigation at the peek housing section reveled that there was insufficient adhesive on the wires, which could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force sensor error reported by the customer was confirmed. The root cause of the open circuit and insufficient adhesive issues was traced to the manufacturing process. The root cause of the pebax separation could be traced to the manufacturing process. The pebax damage is unrelated to the issue reported by the customer. The instructions for use (IFU) states: do not scrub or twist the distal tip electrode during cleaning. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. This product issue will be addressed through the quality system. Internal actions are being implemented to address the force issue and force sensor sleeve insolation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and a force sensor error (error 106) was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported. This event is not MDR reportable. However, during analysis, a separation between the pebax and electrode section was found, with reddish material inside it. This finding is MDR reportable.